Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 155 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. The sensor was bent and the insulin pump was kept suspending in night. The sensor will not be returned for analysis.